Event description:
It was reported that out-of-range impedance values were seen on the neurostimulator. The ins also underwent a power-on-reset. Electrode impedance measurements were normal, but the therapy impedance measurement was out of range. A lead revision was scheduled, and impedance measurements in the operating room were normal. The battery was removed from the pocket and everything appeared normal, though it was noted that there was fluid in the pocket. The hcp scoped the patient and determined everything looked normal with lead. The hcp also found infection in the pocket and removed the stimulator. She planned to wait for the infection to clear up for several months before replacing the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 435135, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk; lead model 435135, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk.